Event description:
Customer reported a failure of device turns on and off by itself. Customer rpeorted there were no pt injuries or medical intervention associated with this report. Customer stated incident occured during biomed testing.